Event description:
Rn was hanging emend for infusion when secondary set came apart at drip chamber. New bag of medication and secondary set obtained for patient tubing and packaging placed in lab bag for rn supervisor.